Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the insertion flexible tube (ift) coating damage, the operation channel leak, the operation channel cut, and the biopsy inlet t-piece dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue dropped into human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.